Event description:
In this event it was reported that a pt experienced an electrical shock during use of a propex ii apex locator; no injury resulted.

Manufacturer narrative:
The device in question may have caused the sensation, or it may have been the result of static electricity or other factors. The propex ii unit does not function when plugged in; rather, the unit operates on a 2.4v battery when used with a pt. Though there was no report of injury, because the device eval results are not available as of this MDR eval, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly if the device was used with a pt implanted with a pacemaker, as contraindicated in the dfu. Therefore, this event is reportable per 21 cfr 803. This event will be re-evaluated if further information becomes available. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.